Manufacturer narrative:
(B)(4). Date sent: 2/25/2026. D4 batch #: a98l46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off not returned, with the remaining blade portion scratched and showing evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, and a probable cause for the device to stop activating and the energy systems to display an alert screen is blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, which can result in activation issues such as failing the pre-run test with the generator and displaying alert screens such as "remove instrument from patient," "blade error detected," or "relaxed pressure on blade," followed by a "replace instrument" screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98l46, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a total laparoscopic hysterectomy, the or staff stated that they have used our har1136 and at the middle of a procedure (after 30 min), it stopped working. Gen11 displayed the "remove instrument from patient" and the staff did that, cleaned the blade and activated it outside the patient however the message on the gen11 then followed: "instrument error detected. Replace instrument". They have disconnected the device (har1136) and opened another (new) one. There were no patient consequences.